Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, unspecified medical complications were noted on (B)(6) 2009. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch. The complaint description incorrectly reported the initial procedure as a femoral resurfacing procedure, this should be reported as a total hip arthroplasty.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left total hip arthroplasty on (B)(6) 2009. The patient was reported to have had a heart attack on (B)(6) 2009 that was treated with a heart catheter and stent placement there has been no reported revision procedure to date.

Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, unspecified medical complications were noted on (B)(6) 2009. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.